Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a protaper gold file broke during use. The broken piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.